Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced high blood glucose, with recorded values up to 30 mmol/l and ketones measured at 1.8. High blood glucose began to improve during the interaction, decreasing from 30 mmol/l to 17.3 mmol/l. Customer addressed high blood glucose by giving correction doses using pump. The customer continued to use the pump for insulin therapy.